Manufacturer narrative:
The device remains implanted. No adverse patient effects were reported. This report will be updated when additional information is received. The explanted device was returned to boston scientific in (B)(6) 2010 and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis revealed low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status after 51 months of implant. The monitoring voltage was 2.50v with a charge time of 12.5 seconds. The device was included in the shortened replacement window advisory that was issued on (B)(6) 2007. While the advisory behavior was not confirmed, the device did not appear to meet expected longevity estimates as described in device labeling. Boston scientific received new information that this device was explanted due to eri in (B)(6) 2010 and was replaced with a competitive device. No additional allegations against this device were received.